Event description:
Event description guidant received information that this lead was not implanted as there was difficulty extending/retracting the helix after multiple positioning attempts. Additionally, impedance measurements greater than 2000 ohms were observed. Therefore, the lead was removed from the patient's body and returned for analysis. A new guidant lead was successfully implanted.